Event description:
It was reported the connector port and arterial port are broken. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the ring cover and both bail covers were missing and the ring was missing. (B)(4).